Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the tubing on a smiths medical gripper plus became detached at the y site. The reporter stated the device issue was not noticed immediately and as a result the patient had a "significant loss of blood". The reporter stated when the issue was noticed the device was replaced with another and the patient needed constant monitoring and blood count evaluation. No further effects to patient reported.